Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a dilator for evaluation. Visual examination revealed the dilator tip was bent and frayed. The damage also contained white coloration, which is damage with undue force being applied to the tip. The total length of the returned dilator measured to be 102 mm which is within specifications of 95.2-108 mm per product drawing. The outer diameter of the dilator body measured to be 2.86 mm which is within specifications of 2.81-2.87 mm per product drawing. The inner diameter of the dilator tip could not be measured due to the damage observed. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The damage observed was consistent with undue force being applied to the dilator tip. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "at the time of use, the tip of the dilator is damaged. Therefore, it is necessary to use a second input." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "at the time of use, the tip of the dilator is damaged. Therefore, it is necessary to use a second input." No patient harm reported. The patient's condition is reported as fine.